Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Visual inspection of the trail bearings shows varying degrees of chipping and cracking; the complaint is therefore confirmed. This issue has been previously seen and addressed; it is likely caused by unapproved chemicals used in the sterilization process that could create shrinkage and result is stresses which exceed the limit of the material, however, a definitive root cause cannot be determined as the trial bearings show signs of wear from use. . Corrective action has been initiated to address the reported issue. There are warnings in the package insert that state this type of event can occur: under care and handling of instruments it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 25 mdrs filed for the same event (reference 0001825034-2016-02631 / 02655).

Event description:
It was reported that many of the tibial trials are fractured on the surface.